Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) port had burnt/black marks on it. No injuries were reported and the patient did have an alternate form of treatment available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.